Manufacturer narrative:
Device passed displacement test and self test. No unexpected flashing screen noted during testing. Unit functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had noticeable gap in the screen area wherein the light on the screen was seen outside and display was flashing. The customer¿s blood glucose level was unknown. Customer reported that no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.